Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the when the manufacturer representative interrogated the ins, they saw ¿recharge sooner¿ and ¿position trend suspect¿ in the observation box. It was reported that the position trend seemed to be lining up with the patient¿s position and it was noted that the patient was laying down more than usual. The patient reported that the stimulation would sometimes ¿spike¿ for 10 ¿ 15 seconds and then go down. They reported that this occurs a few times a week. The manufacturer representative planned on adjusting the patient¿s adaptive stimulation settings. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that adjustments were made to the patient's system and the patient was going to try it out and see if the spiking subsides. No further complications are anticipated.